Event description:
This is the second of two reports chuck power screwdriver broke. The tech loaded the second to last screw at s1 in the loading block. It was tight and straight. When the surgeon went to insert the screw, it began to toggle. The screw was taken off and it was noticed that the "tip of the driver was stuck inside the driver". Nothing could get the tip out of the driver, either the spring broke or it torqued inside the driver. At that point, the surgeon decided to use a 7.5 screw. The tech changed out of the driver to the one that uses the power adapter. He loaded the crew the same as before and the final two screws into s1 went in just fine. The 6.5 x 45mm screw was going to be used again so there would be no explants but when the tech went to free up the poly head (it was frozen), the screw head popped off. This meant there would be one explant. The problem was quickly identified and the surgeon never had to wait other than having to load a new screw on a different driver.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.